Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The customer's allegation that the connecting tube was stuck and could not be attached correctly to scopes was not confirmed. Based on the results of the investigation, no abnormality was found in the cleaning tube, so it was either that the tube was not pushed all the way (until you heard a "click"), or that a foreign object had gotten caught in the connection, making it impossible to connect. The event can be detected and/or prevented by following the instructions for use which state: 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that ¿in speaking with olympus technical assistance center (tac) ,the endoscope reprocessor's connecting tube could not be connected to the channel connector in the reprocessing basin'. The issue occurred during reprocessing .the issue was resolved . There were no reports of patient harm.